Event description:
In 6/96, during routine flushing of the system, pt experienced burning pain and swelling at implantation site. Subsequent x-ray showed catheter was broken and the fragment originated was in right cardiac ventricle. Catheter embolus was retrieved through femoral veins.

Manufacturer narrative:
E1 was on original form but repeated information at your request. H5 code 86 - product not returned. F10 code 1931 labeled, 1994 not labeled, and 1261 labeled.